Manufacturer narrative:
The hill-rom technician found that after assembling the lift, he was completing a function check and found that the emergency stop function was not working. According to the service manual, the emergency stop function shall be checked at periodic maintenance at least once every year. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lifts. The hill-rom technician replaced the control box to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the hill-rom technician stating that the emergency stop was not working. The lift was located in the 353 storage room at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).